Event description:
It was reported the system displayed a generator error message during boot up. This will result in a boot up failure and thus a loss of imaging functionality.

Manufacturer narrative:
A ge representative evaluated the system and determined the x-ray tube needed to be replaced, but no conclusion can be drawn as repair information is not available.